Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl. Reportedly, customer was using tresiba for insulin therapy. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level. Reportedly, the customer reverted to manual injections for insulin therapy as customer did not have insulin approved for use with the pump.